Manufacturer narrative:
Additional product code: jds. Complainant part is not expected to be returned for manufacturer review/ investigation. A device history record (DHR) review was conducted: device history lot - release to warehouse date: 28.05.2021, expiry date: 30.04.2031. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the aiming arm of the tn-a missed the distal hole and had to free hand drill to insert the screw. Procedure was completed successfully with fifteen (15) minutes of surgical delay. Concomitant device reported: locking screw for medullary nails, low profile, 5 mm (part # 04.045.338; lot # unknown; quantity: 1). Locking screw for medullary nails, low profile, 5 mm (part # 04.045.334; lot # unknown; quantity: 1). Locking screw for medullary nails, low profile, 5 mm (part # 04.045.340; lot # unknown; quantity: 1). Unk - drill (part # unknown; lot # unknown; quantity: unknown). This report is for one (1) tibial nail-advanced / 9 345 / sterile. This is report 3 of 4 for complaint (B)(4).